Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's abutment was removed under a general anaesthetic on (B)(6) 2018 subsequent to the patient experiencing skin overgrowth at the abutment site. During the procedure, a biopsy punch was used to expose the implant and another abutment was placed.